Manufacturer narrative:
(B)(4). : a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after monitoring in lead ii, they lost the leads ECG waveform and were then unable to acquire a 12-lead ECG. The customer reported a serious injury, however, the nature of the injury was not specified.